Event description:
She was unable to obtain a reading on the glucose device due to an error message. It was reported however customer was having low glucose symptoms. It was reported customer called paramedics and their meter read 06mg/dl and fifteen minutes later read 11mg/dl in transit to the hospital. Reporter stated being treated with glucagon gel however, refused to be admitted to the hospital. Test strips being used were reportedly expired. A request was made for the return of the suspect device and replacement product was sent.